Event description:
Attending surgeon notified reporter that one of the trocars is sharp and irregular and wanted to report it for safety. Surgeon reports no harm but wants the company to be notified. Manufacturer response for 25 + bevel total plus vitrectomy pack, constellation vision system (per site reporter). An investigation of the returned sample reported that part of the trocar¿s metal cannula was observed to be broken, leaving a sharp and irregular appearance. The root cause for the damaged cannula was found to be related to the automated manufacturing process of the trocar¿s final assembly. Alcon¿s standard practice when receiving product complaints, is to perform a complete review of the documentation during the manufacturing of your alcon product. A review of complaint records for this lot 15k8d0 found no other reports for this complaint type. We thank you for bringing this to our attention as feedback such as this provides us with critical information to assess product quality and maintain our culture of customer focus.